Event description:
The customer reported that during a volume verification, summit sample handler, did not pipette the correct amount into well position d3 and no error message was given. A field service engineer was dispatched and could not duplicate the event. Fse replaced lld springs and performed calibration. No death or serious injury was associated with this event.